Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 1 patient on a cobas pro c 503 analytical unit. On (B)(6) 2022, the initial hba1c result was 6.26%. The result was reported outside of the laboratory. The patient questioned the result and a new sample was collected the next day. On (B)(6) 2022, a second sample was collected and the result was 5.64%. On (B)(6) 2022, both samples were repeated in duplicate. The repeat results for the sample from (B)(6) were 5.5% and 5.80%. The repeat results for the sample from (B)(6) were 5.3% and 5.94%. Both samples were sent to another lab and tested on another analyzer. The sample from (B)(6) had a result of 5.5%. The sample from (B)(6) had a result of 5.3%. The reagent lot number is 62958201 and the expiration date is 31-aug-2023.

Manufacturer narrative:
The alarm trace showed several abnormal aspiration errors for the sample probe. The field service engineer (fse) replaced the degasser, cuvettes, and sample probes. The reagent was replaced and calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.